Manufacturer narrative:
The involved device has not been returned to the manufacturing facility for evaluation. The production lot number was not provided by the user facility, device history record for this lot was reviewed, retaining samples from same lot were tested, however, no failure was detected. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
Patient developed a moderately sized hematoma after an inflated vasc band lost pressure. Pressure was applied and no further negative patient impact was reported.